Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: patient pre-operative diagnosis and indication for surgery (B)(4). Procedure name breast lift/augmentation mammoplasty (B)(4). How was the suture placed (interrupted or continuous)? Interrupted. Which tissue layer, at which location, was the suture was used to close? Superficial fascia. Can you describe the tissue condition when the suture was placed? Normal. How was the suture tied (2 strands that meet in the middle or knots at ends)? Knots on ends. Was there any pre dehiscence event (cough, fall, deep breathing or lifting)? No. Please provide details of any medical or surgical interventions performed and dates exploration rt breast, disinfection breast pocket, drain placement. Can you describe the appearance of the suture during the second procedure? Was there any evidence of suture breakage? No. Was there any suture deficiency noted prior to , during or post op? No. Were any pictures taken during the second procedure? No. What in the physician's opinion are the factors contributing to the event? Unknown. Patient demographics: initials / ID; age or date of birth; height/weight/bmi; gender¿(B)(6)---female. Does the patient have a history of allergies? If yes, please describe. Adhesives. Relevant pre-existing medical conditions? None. Any product to return for evaluation? No. Lot number of product involved? Unknown. Update to patient current condition: patient to return in (B)(6) 2016. Any additional information? No.

Manufacturer narrative:
Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an inferior capsulotomy on (B)(6) 2016 and suture was used. On (B)(6) 2016, the patient returned to the doctor, with wound dehiscence. A second procedure was performed to remove the suture, clean the wound and resutured the wound with a different type of suture. Additional information has been requested.